Manufacturer narrative:
Sample clotting time was too short according to tube manufacturer recommendations. Upon review of the alarm trace, several pipetting issues were observed. Calibration data showed no indications of an issue. On review of control data, a control warning was issued on 27-nov-2018. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 88.2 ng/l. The second sample initially resulted with a troponin t value of 4.08 ng/l and this value was released outside of the laboratory. Since there was a difference in results between the first and second sample, the emergency room contacted the laboratory requesting a confirmatory result. A third sample was then collected and tested, resulting with a value of 3 ng/l accompanied by a data flag. On (B)(6) 2018, the customer tested controls on the analyzer and then repeated all three samples. The samples resulted as follows: sample 1 = 4.18 ng/l, sample 2 = 59.8 ng/l, sample 3 = 194 ng/l. The customer also tested all three samples on a second e 801 analyzer on (B)(6) 2018, resulting with the following values: sample 1 = < 5 ng/l, sample 2 = < 5 ng/l, sample 3 = < 5 ng/l. The customer believed the correct value of the patient to be < 5 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305652. The customer ran 5 patient samples to compare results between the complained e 801 analyzer and the second e 801 analyzer. No discrepancies were observed.